Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. Hhe/qrb (quality review board) 103045639 recommended a device correction which was initiated on (B)(6) 2015. CAPA-004795 determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-004795 will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The rp/ps trial is broken.